Event description:
A malfunction was reported on the customer's pump, with the pump screen becoming dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the pump into a power source, which briefly resolved the issue, but the malfunction code persisted even after resetting. As a corrective action, technical support decided to replace the faulty pump. The customer agreed to return the problematic pump and will receive a new one with updated software. The customer will need to program their settings and connect their continuous glucose monitor to the replacement pump. The customer will use multiple daily injections (mdi) as a backup.